Event description:
Add'l info rec'd from MFR 4/5/04 less than optimal control of the stroke adjustment on the bed (for the foot section actuator) could create more stress than the weld was designed to support. Control of both limit switch position ("stroke adjustment") and weld quality were improved as part of the corrective and preventative action process. As determined in the risk assessment, a failure of this nature does not pose a potential for injury. As a part of the corrective action, a non-reportable market withdrawal is on-going in the united states. Since MFR initiated the market withdrawal on february 3, 2003, 94.7% of the units identified as potentially affected have been upgraded. After reviewing and evaluating the engineering team's conclusions and the requirements of us 21 cfr 806, mgmt team determined that this action is exempt from us FDA corrections and removals reporting requirements.

Event description:
Fractured weld on stryker medical "go-bed" was reported. In the course of routine inspection of other "go-beds" purchased at the same time (january, 2002) at the bed with the failed weld, hospital mechanics detected 4 more of these beds with suspect welds. Hospital has impounded these beds pending service inspection.